Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, after preparing the delivery catheter system (dcs), the transcatheter heart valve cleaning case was removed with considerable force. The dcs was placed in the preparation contained and a small piece of plastic was observed in the cold water. No additional problems were noted with sterile operation. Subsequently, the dcs was used to complete the procedure. The following day, it was discovered that there was a very small, brown, suture-like foreign object in the case. The foreign object was discarded before analysis. No patient complications were reported as a result of this event.